Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of (B)(6). This complaint is being reported based on the event of asthma exacerbation requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent their first bt procedure to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, while hospitalized following the procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone. The patient was discharged on (B)(6) 2015 and the event was considered resolved. Baseline spirometry values: visit date: (B)(6) 2015, post-bronchodilator, fev1: 3.03, fev1 % predicted: 106.50, fvc: 3.95, fvc % predicted: 119.60. **additional information received on 19oct2016** according to the complainant, while hospitalized following the procedure, the patient experienced asthma exacerbation and was treated with ventolin, pulmicort, and methylprednisolone. Symptoms persisted, so the patient was placed on bilevel positive airway pressure (bipap). A chest x-ray was performed showing partial atelectasis. The patient was then started on antibiotics empirically. Symptoms improved and the patient was taken off bipap. The patient's condition was reported to be stable for discharge on (B)(6) 2015.

Manufacturer narrative:
(B)(6). Bsc bt registry clinical study. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of asthma exacerbation requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent their first bt procedure to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, while hospitalized following the procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone. The patient was discharged on (B)(6) 2015 and the event was considered resolved. Baseline spirometry values visit date: (B)(6) 2015 post-bronchodilator fev1: 3.03 fev1 % predicted: 106.50 fvc: 3.95 fvc % predicted: 119.60.